Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that son insulin pump alarm drive count/time values or changes incorrect for moving or coasting and motor power supply voltage error detected after the son jump into the pool. Customer's blood glucose at time of incident was 5.6mmol/l. Customer was unable to clear the alarms and has come eight times. Customer was advised to stop using pump and revert to backup plan. Customer was advised that we are replacing the pump.